Manufacturer narrative:
Batch review performed on 06 december 2021. Lot 2108134: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-jul-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional item involved in the event, batch review performed on 06 december 2021. Ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot. 2010628. Lot 2010628: (B)(4) items manufactured and released on 10-feb-2021. Expiration date: 2026-jan-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.